Manufacturer narrative:
Software unknown. Retainer ring black. On 28-feb-2022 customer alleged the device having has blank display anomaly, battery cap damage. After battery installation, the device powered up with constant blank flashing white display. Unable to perform self test, sleep current measurement, active current measurement and displacement test or unable to download history files and traces due to display anomaly. Device was cut open to perform visual inspection found no moisture damage on the electrical board, motor or force sensor during visual inspection. Swapping out test boards confirms display anomaly is isolated to electrical board. Device p-cap or test reservoir locks in place properly and no anomaly noted. Device had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). Unable to confirm missing segment, unable to download history files and traces due to blank flashing white display. Blank flashing white display is isolated to electrical board. Unable to confirm battery cap damage due to battery cap not come with device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Insulin pump did not turn on after inserting new battery and contacts of battery cap was missing or damaged. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.